Event description:
Reporter indicated a vns therapy pt "became red swelling and febrile in the cervical part skin surrounding where the lead of stimulator exit from the skin," in addition to a fever. These events developed four years post implant. The pt "received a short treatment for the infection in local hospital," which did not resolve the event. Ulceration developed and the lead began to extrude. The vns therapy system has been explanted. Good faith attempts to obtain additional info have been unsuccessful to date.